Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
The customer reported that the spring arm for the radiation shield detached from the central axis. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
A baxter field service technician tried to inspect and repair the device. However, the customer was unresponsive and no inspection could be completed. It is most likely that the snap ring, which holds the spring arm and horizontal arm together dislodged and allowed the spring arm to detach. The root cause could not be identified finally. Within the device history no preventive maintenance is recorded by an authorized service technician. Per the instructions for use a regularly preventive maintenance is required. The spring arm ¿ horizontal arm connection is one check point of this preventive maintenance. Based on this information, no further action is required.

Event description:
The customer reported that the spring arm for the radiation shield detached from the central axis. This report was filed in our complaint handling system as complaint (B)(4).